Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that an abnormal noise was detected coming from the defibrillator. Upon opening the screen, the upper left corner showed an hourglass with an x indicating an ECG device fault.

Manufacturer narrative:
Reporter first name: (B)(6).